Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support for a complete pump reset, and the caller successfully started their sensor session afterwards, with no recurrence of the error code.